Event description:
Coronary bypass pt returned to or for bleed. Pacing wire had pulled off right atrium creating hole in atrium. The atrial hole was repaired with suture. The wire was reattached to the inferior vena cava to allow more slack.